Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation, hypotension, and hypoxia were unable to be determined. The reported patient effects of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xt mitraclip was implanted successfully utilizing steerable guide catheter (sgc) (lot: 40328r1090), reducing mr to trace. When the sgc was removed from the septum, a right to left shunt was observed. The patient developed hypotension and hypoxia. The patient was hospitalized further for place of a 10mm amplatzer occluder into the atrial septal defect. The patient was reported to be stable.